Manufacturer narrative:
Unit passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and delivery accuracy test due to the missing retainer. Unit was programmed and monitored for one day, no blank display noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error 25, low battery, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No power error 25, unexpected low battery, unexpected power loss alarm, unexpected replace battery alert or unexpected replace battery now alarm noted in the pump trace download. Unit also had minor scratched display window, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, scratched keypad overlay and corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump died 3times within 2weeks. Customer states that no alert was given and battery was not empty. Customer¿s blood glucose was 4.1mmol/l at time of incident. Insulin pump will be returned for analysis.